Event description:
Customer returned 24 unused maxaj sensors to covidien (B)(4). Covidien (B)(4) tested the 24 sensors and noted that when comparing the sensors' spo2 readings, at the same time, to another sensor (unk type), 23 of maxaj sensor gave lower readings. Twenty three of the maxaj sensors gave spo2 94 while the other sensor (unk type) read spo2 100. Sensor were being tested and not used on patients.

Manufacturer narrative:
(B)(4). This is the eighth report of 23 reports. Ref all 23 reports: 2936999-2013-00974; 00975; 00976; 00977;00978; 00979; 00980; 00981;00982; 00983; 00984; 00985; 00986; 00987; 00988; 00989; 00990; 00991; 00992; 00993; 00994; 00995. And 00996. See scanned page.